Event description:
Info was rec'd from the provider's insurance co alleging that the device caused damage to a pt's bedside table. Upon discussion with the insurance co, it was reported that pictures of the damage appear to show burn marks on the table. Attempts to have the device returned for eval have been unsuccessful. The alleged failure has not been confirmed.